Event description:
It was reported that the insulin gauge displayed an amount different than expected. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by loading a new cartridge, and technical support advised them to call back for troubleshooting if the problem recurred.